Manufacturer narrative:
One cadd-legacy 1 infusion pump was received to investigate the reported error code. A DHR review , device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue in the event log. A functional test and visual inspection was performed to further investigate, and the reported issue was could not be duplicated. However, pump was found to be displaying "1261" error code alarm message on power up when batteries were inserted. The "1261" error code was caused by fluid ingressions damaging the microprocessor unit board. The issue was determined to be user induced. The mpu board was replaced as a corrective action.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error code 1230. No adverse effects were reported.